Event description:
It was initially reported that the patient had been experiencing an increase in his seizures above baseline. The patient's medications were changed and the patient may be referred for replacement surgery. A battery life estimate was performed based on available patient settings history, which indicated that the patient's generator may be nearing end of service. However, this cannot be confirmed as the physician states that eos = no upon interrogation. No diagnostic history is available. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Method - analysis of programming history.